Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with scratches and cracks found on lcd lens screen and missing battery door. During analysis, the customer's problem was able to be duplicated. Run three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Expulsor be trimmed to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, it was noted that the pump failed volume test 21.58. No patient was involved in this event. No adverse effects were reported.